Manufacturer narrative:
The explanted lead was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient developed an epidural hematoma at the 7th thoracic vertebra level of the lead. Symptoms were complete paralysis. The physician believed that the cause of hematoma was likely epidural veins and not procedure related. The patient underwent an explant procedure. No device malfunction was suspected.